Manufacturer narrative:
Lot number 15gng0007. Device returned to manufacturer.

Event description:
It was reported that, during a trauma surgery, the tip of the 7.0 compression screw drill broke off during use internal to patient and all the pieces were recovered. The procedure was successfully completed without delay using a smith and nephew back up device. Patient was not harmed.